Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of one (1) shock to the patient. The customer advised that when the reported issue occurred, the device¿s display went black but the on button¿s led was still lit. Medical personnel then powered the device off, then on again and were able to successfully print a code-summary report. The customer advised that the patient¿s ECG waveform was initially ventricular fibrillation and slowly converted to asystole. The patient, a (B)(6) year-old male, did not survive the event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of one (1) shock to the patient. The customer advised that when the reported issue occurred, the device¿s display went black but the on button¿s led was still lit. Medical personnel then powered the device off, then on again and were able to successfully print a code-summary report. The customer advised that the patient¿s ECG waveform was initially ventricular fibrillation and slowly converted to asystole. The patient, a 57 year-old male, did not survive the event.

Manufacturer narrative:
Type of reportable event, of supplemental medwatch 001, indicated: malfunction. Type of reportable event, of supplemental medwatch 001 should have indicated: death.

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of one (1) shock to the patient. The customer advised that when the reported issue occurred, the device¿s display went black but the on button¿s led was still lit. Medical personnel then powered the device off, then on again and were able to successfully print a code-summary report. The customer advised that the patient¿s ECG waveform was initially ventricular fibrillation and slowly converted to asystole. The patient, a (B)(6) year-old male, did not survive the event.

Manufacturer narrative:
The customer returned the device for an evaluation. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of one (1) shock to the patient. The customer advised that when the reported issue occurred, the device¿s display went black but the on button¿s led was still lit. Medical personnel then powered the device off, then on again and were able to successfully print a code-summary report. The customer advised that the patient¿s ECG waveform was initially ventricular fibrillation and slowly converted to asystole. The patient, a (B)(6) year-old male, did not survive the event.

Manufacturer narrative:
Physio further evaluated the reported issue and has determined that the cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles.

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of one (1) shock to the patient. The customer advised that when the reported issue occurred, the device¿s display went black but the on button¿s led was still lit. Medical personnel then powered the device off, then on again and were able to successfully print a code-summary report. The customer advised that the patient¿s ECG waveform was initially ventricular fibrillation and slowly converted to asystole. The patient, a (B)(6) year-old male, did not survive the event.

Manufacturer narrative:
New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of one (1) shock to the patient. The customer advised that when the reported issue occurred, the device¿s display went black but the on button¿s led was still lit. Medical personnel then powered the device off, then on again and were able to successfully print a code-summary report. The customer advised that the patient¿s ECG waveform was initially ventricular fibrillation and slowly converted to asystole. The patient, a (B)(6) year-old male, did not survive the event.